Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The delivery device was returned . Blood was observed in the delivery tube and the device indicating that and attempt was made to deploy the seal in the aorta. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned outside the delivery device. There was no delamination or crack on the seal. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The device was returned in a condition precluding proper evaluation of the device for the reported failure. Based on the condition of the device as returned, the reported failure "seal did not load properly" was not confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal would not load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. "Heartstring would not load correctly"